Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was performed on an in-house system with no issue. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Additional observation(s) not related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument found to have exposed electrode on one of the base of the bipolar forceps grip. The fenestrated bipolar forceps instrument passed electrical continuity test. There was no sign of damage on the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not work optimally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was not applying bipolar energy and after inspection and reinstallation on the system, the issue was still persisted. There was an issue with the energy cable inside instrument. It was not possible to see if the energy cable was broken within the wrist of the instrument. The cables at the instrument wrist looked good but no energy was able to be applied from the console and after switching to a new instrument it worked normally.